Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a cystectomy, an end tone was provided by the generator, indicating a completed seal cycle, but the device did not complete the sealing process. The surgeon opened another device and finished the procedure with no further difficulties.